Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests/laboratory data: (B)(6) 2015: echocardiogram= trace to mild mitral regurgitation (mr). (B)(6) 2015: echocardiogram= trace to mild mitral regurgitation (mr). The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacture records and information provided to abbott vascular. There was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation concluded that a definitive cause for the respiratory failure, pneumonia, or congestive heart failure, atrial fibrillation, and hypertension resulting in patient death could not be determined. The reported patient effects of atrial fibrillation, death, hypertension, infection (pneumonia), worsening heart failure, and respiratory failure, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). Additional information was received from the physician indicating that the respiratory failure, pneumonia, congestive heart failure, atrial fibrillation, hypertension, patient death, treatment with medications and need for mechanical ventilation were not related to the device or the procedure.

Event description:
Subsequent to the previously filed reports, additional information received: the study physician has assessed this event of respiratory failure and pneumonia, treated with medications and mechanical ventilation, congestive heart failure, atrial fibrillation, hypertension and patient death, as unrelated to the study device or study procedure. No additional information was provided.

Event description:
This report is being conservatively filed for respiratory failure, pneumonia, congestive heart failure, atrial fibrillation, hypertension and death with unknown relationship to the mitraclip device and procedure. It was reported that on (B)(6) 2015, the patient, with functional mitral regurgitation, underwent a procedure, with placement of three mitraclips. On (B)(6) 2015, the patient was re-hospitalized with pneumonia and respiratory failure. Medication was administered and the patient was placed on mechanical ventilation. On (B)(6) 2015, it was reported that the patient died. Cause of death is cardio-respiratory failure, secondary to congestive heart failure, atrial fibrillation and hypertension. The study physician did not provide a relationship of the device to the adverse events and death. Additional information was not provided.